Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 300 mg/dl at the time of incident and current blood glucose is 184 mg/dl. Troubleshooting was performed for high blood glucose. The customer treated high blood glucose with manual injection. The troubleshooting was also performed for no delivery alarm advised to change entire set, reservoir and insulin and treat per health care profession .the insulin pump will not be returned for analysis.